Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose of a ce minicap extended life pd transfer set had two (2) holes. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cut in the silicone tubing. Functional testing including leak, clear passage, and clamp function testing were performed and a leak from a small cut in the silicone tubing located near the tubing/bushing was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.